Event description:
Device was placed for infusion of hyperalimentation and i.v. Fluids. Post x-ray device was pulled back from 15 cm to 12 cm. Four days later pt had episodes of apnea, bradycardia and desats. At 12:26 code blue was called. Pt expired.